Manufacturer narrative:
A2 age at time of event: 18 years or older.

Event description:
It was reported that the device was released early. The stenosed target lesion was located in the lower extremity artery. A 5 x 150 x 130 innova stent self-expanding was selected for use. During insertion, the device was released too early in vitro. The procedure was completed with another of the same device. No patient complications reported, and patient condition following procedure was stable.